Event description:
Customer reports to have received a no delivery alarms 24 hours after changing infusion set. Customer reports that insulin pump was not allowing her to rewind. Customer also reports to have been hospitalized due to a kidney infection and was released on (B)(6), 2014. Customer's blood glucose was 429 mg/dl, which was treated with manual injection. Customer's daughter took over call and was able to prime, rewind and change customer's infusion set. No delivery was resolved with complete infusion set change. Customer was advised to call if issue persists. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.